Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple battery-related alarms on the insulin pump, including failed battery test and bad battery alarms. It was advised to put in a new battery. The customer's blood glucose was 190 mg/dl. Nothing further reported.